Manufacturer narrative:
Initial reporter occupation: other, senior counsel, litigation. Please note that the exact event date is unknown and the event date is the complaint awareness date. It was reported that a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused filter perforation and tilt. The indication for the filter implant has not been provided and there is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease ivc filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Ivc filter tilt has been associated with practitioner technique and vessel anatomy, specifically asymmetry and tortuosity. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. The timing and mechanism of the tilt and perforation has not been reported at this time and a clinical conclusion could not be determined as to the cause of the event. Without procedural films or post implant imaging available for review, the reported filter tilt and perforation could not be confirmed or further clarified. There is nothing to suggest that the reported event is related to the design and/or manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly. Please note that this is the initial report for this product.

Event description:
As reported by the legal brief, the patient underwent placement of a trapease vena cava filter. The report states that the filter subsequently malfunctioned and caused injury and damage to the patient including, but not limited to filter perforation and tilt. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages.

Event description:
Additional information received per the medical records state that three days prior to the index procedure the patient fell and injured his spinal cord. He was found to have a c4 level cord contusion with minimal function below that level. The patient failed poorly on pressure support trials and it was determined that he may need long term ventilatory requirement. He was febrile overnight. The patient's right femoral triple-lumen catheter was prepped into the field. The side ports of the triple-lumen catheter were clamped and the central port was cut and a guidewire was placed through the catheter. The previous catheter was then removed over the wire and sent for culture. A catheter was then placed over the wire and an iliac venogram was performed without demonstration of clot. The long wire was subsequently replaced and the catheter removed. A long catheter was then placed into the inferior vena cava and a vena cavagram demonstrated proper positioning with renal take-offs at the l2 body space. The filter was subsequently deployed. Fluoroscopic exam demonstrated good positioning. The catheter was subsequently removed and pressure was held. Next the patient had a tracheostomy, percutaneous endoscopic gastrostomy tube placement, flexible bronchoscopy and left subsegmental bronchoalveolar lavage. Additional information received per the patient profile form (ppf) states that the patient experienced perforation of filter struts outside the inferior vena cava (ivc) and filter tilt. The patient became aware of the reported events approximately fifteen years and two months after the index procedure. The patient has also experienced pain (right side of leg, groin area and hip).

Manufacturer narrative:
It was reported that a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused filter perforation and tilt. The patient reported becoming aware of perforation of filter struts outside the inferior vena cava (ivc) and filter tilt, approximately fifteen years and two months post implant. The patient also reported experiencing pain in the right side of leg, groin area and hip. According to the medical records the indication for the filter placement was prolonged ventilatory requirement, and febrile. Three days prior to the filter implant the patient fell and sustained a cord contusion at c4 with minimal function below that level. The patient failed poorly on pressure support trials, and it was determined that they may need long term ventilatory requirement. A previously placed right femoral triple-lumen catheter was prepped into the field. A guidewire was placed through the catheter. The catheter was removed over the wire and sent for culture. A catheter was then placed over the wire and an iliac venogram was performed without demonstration of clot. The long wire was subsequently replaced, and the catheter removed. A long catheter was used to perform a vena cavogram, showing proper positioning with renal take-offs at the l2 body space. The filter was subsequently deployed. Fluoroscopic exam demonstrated good positioning. The catheter was subsequently removed, and pressure was held. The filter placement was followed by a tracheostomy, percutaneous endoscopic gastrostomy tube placement, flexible bronchoscopy and left subsegmental bronchoalveolar lavage. The product remains implant and therefore not available for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease ivc filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Ivc filter tilt has been associated with practitioner technique and vessel anatomy, specifically asymmetry and tortuosity. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. The timing and mechanism of the tilt and perforation has not been reported at this time and a clinical conclusion could not be determined as to the cause of the event. Without procedural films or post implant imaging available for review, the reported filter tilt and perforation could not be confirmed or further clarified. Groin, hip and leg pain do not represent a device malfunction and may be related to underlying patient specific issues. There is nothing to suggest that the reported event is related to the design and/or manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.